Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case, belt connection issue) was confirmed. As received, the monitor failed incoming functional testing as it was unable to communicate properly with an electrode belt. The cause for the communication failure was isolated to pinched wires in the monitor's electrode belt cable receptacle. The root cause for the pinched wires could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case and that the monitor was not properly connecting to an electrode belt.